Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented to clinic for follow-up. During the magnet rate test, the pulse generator exhibited backup vvi operation. After device software download, normal function resumed. No patient symptoms were reported.